Event description:
Upon removal of foley catheter, there is a ring that causes pain and discomfort upon removal of catheter. I submitted a report a few months ago regarding the same problem with photos, 2022-8018. We have reached out to the manufacturer and also reviewed and alerted other hhc facilities.